Event description:
It was reported that the patient thought he heard the patient alert tone this morning. The device is known to be at elective replacement indicator (eri) and the alert for eri is turned off. Review of the carelink transmission does not show any alerts triggering. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.